Event description:
It was further reported that a received death certificate identified the cause of death as cardiac arrest.

Event description:
It was further reported that target lesion no. 1 was a 90% stenosed lesion located in the third right posteriolateral segment (rpl). The lesion was treated with placement of two 2.5mm x 8mm taxus liberte stents and was post-dilated with a 2.5mm x 8mm quantum balloon catheter at 18atms. Target lesion no. 2 was an 80% stenosed lesion located in the mid right coronary artery (rca). The lesion was treated with direct placement of a 3.0mm x 28mm taxus liberte stent and was post-dilated with a 3.25mm x 15mm quantum balloon catheter at 18 atms. Target lesion no. 3 was a 90% stenosed lesion located in the right posterior atrioventricular (pav) segment. The lesion was treated with placement of a 2.5mm x 8mm taxus liberte stent. Target lesion no. 4 was a 70% stenosed lesion located in the second obtuse marginal artery. The lesion was treated with placement of 3.0mm x 16mm taxus liberte stent. Target lesion no. 5 was a 70% stenosed lesion located in the mid left anterior descending artery (lad). The lesion was treated with placement of a 2.5mm x 28mm taxus liberte stent and was post-dilated with a 2.75mm x 15mm quantum balloon catheter at 18atms.

Event description:
(B)(4). Same case as: 2134265-2013-03120, 2134265-2013-03121, 2134265-2013-03122, 2134265-2013-03123, 2134265-2013-03125. It was reported the subsequent to a coronary stenting treatment procedure, the patient experienced cardiac arrest and died. The patient presented on (B)(6) 2010 due to a positive stress test and was referred for a percutaneous coronary intervention. One day prior to the procedure, the patient was given a peri-procedural dose of 600mg thienopyridine medication and was started on 325mg aspirin. During the index procedure, the patient underwent placement of six drug-eluting stents, with two stents deployed to the third right posteriolateral (rpl) branch, and one stent each to the mid rca, the r-pav, second obtuse marginal, and the mid lad. Post procedure, the residual stenosis was 0% with timi 3 coronary blood flow. Patient was then started on the maintenance dose of clopidogrel 75mg and was discharged one day post procedure. On (B)(6) 2011, the patient was on randomized clopidogrel or placebo, and was administered the first dose on (B)(6) 2011. During the 24th month follow-up visit on (B)(6) 2012, the patient was found to have stopped the medications due to non-compliance. The most recent dose of clopidogrel was noted on (B)(6) 2012 and aspirin on (B)(6) 2012. On (B)(6) 2012, the patient experienced the event of massive coronary. The event led to patient death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem, other relevant history updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).